Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - failed back surgery syndrome/ spinal pain. It was reported that the patient charged twice a week. Patient stated the ins battery got to ~30% before they start a charging session. Patient stated they used to charge once a week with the old device. No symptoms reported. No further complications were reported/anticipated.